Event description:
A report was received that the patient experienced transient hypoglycemia and a headache. Medication was administered for both issues. The events are resolving, and were assessed to be procedure related, and not related to the device or stimulation.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50e serial # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. Model #: sc-2316-50e serial # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient experienced transient hypoglycemia and a headache. Medication was administered for both issues. The events are resolving, and were assessed to be procedure related, and not related to the device or stimulation.

Manufacturer narrative:
(B)(4). Additional information was received that the patient's headache and transient hypoglycemia have resolved.

Event description:
A report was received that the patient experienced transient hypoglycemia and a headache. Medication was administered for both issues. The events are resolving, and were assessed to be procedure related, and not related to the device or stimulation.